Event description:
On april 3, 2024, senseonics was made aware of an event where the user experienced drainage at the insertion site and was diagnosed with an infection at the time of the sensor removal.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The potential for development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor was inserted by making a small incision and placing it under skin, and the potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The hcp took a sample of the drainage for a culture test, and the wound was cleaned. Ceftriaxone was prescribed to treat the infection. No further investigation was found necessary for this complaint.